Event description:
It was reported that the large hexagonal screwdriver broke while removing a screw. Surgeon used another screwdriver to complete the procedure with no adverse effect to the patient. Broken piece was retrieved.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The sample was received and visual inspection show that the tip was broken off. Noted damge is indicative of normal wear and tear. A review of the device history record did not show conditions that could have contributed to the reported event. Therefore the complaint is invalid for a manufacturing perspective.